Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that the ligasure handpiece was used for an abdominal surgical laparoscopy. The surgeon noted after the operation that a part has broken off from the tip of the instrument.